Event description:
It was reported that the user experienced difficulty pairing a dexcom g6 sensor and transmitter with the ilet, resulting in a start sensor message, dosing stopped message, and a replaced transmitter message, followed by successful guidance to pair the components and clear alerts; the user also noted an unspecified low battery alert and was advised to charge the ilet when disconnected. Symptoms included transient hyperglycemia with a highest glucose of 200 mg/dl and a duration above 180 mg/dl of approximately 30 minutes, without ketone testing, backup therapy, or medical intervention. Outcomes included no reported clinical harm, no loss of consciousness, and no hospitalization. Investigation included technical troubleshooting and user education to resolve pairing and alert issues. Investigation of this case revealed that pairing failure between the dexcom g6 components and the ilet contributed to temporary dosing interruption and elevated glucose, with user-reported low battery status as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connectivity sequencing during cgm setup, with contributing low power management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.